Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited undersensing, resulting in the device possibly failing to mode switch appropriately and not recording episodes of atrial tachycardia/atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.